Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to consistently having impedance of greater than 200ohms. The cause of the high impedance was undetermined. No additional adverse patient effects were reported.